Event description:
In '08, the pt underwent the surgery with the g3 nail. At about approximately 21 days later, the surgeon found on x-ray that the lag screw penetrated into the pelvis. The surgeon is planning the tha revision surgery for about one week later.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or addition info becomes available it will be reported on a supplemental report.